Event description:
The customer reported non-reproducible troponin I (access accutni+3) on their access 2 immunoassay system (serial number (B)(4) for five (5) patients. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for two patients (designated as patients 2 and 3). The customer repeated the samples on the same access 2 immunoassay system and obtained lower results but above customer's established normal reference range for patient two (2) and lower results, within the customer's normal reference range for patient three (3). The initial, elevated accutni+3 results were not released from the laboratory. There was no change or impact to patient care or treatment. Mdr2122870-2015-00226 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patients (designated as patient 1). Mdr2122870-2015-00228 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 4). MDR 2122870-2015-00229 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 5). All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The patient samples were collected in lithium heparin gelled plasma tubes and centrifuged at 5135 revolutions per minute (rpm) for two (2) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer performed hardware verification by performing a system check and fifteen (15) replicate precision run. All tests passed verification specifications. No hardware or system issues were identified as contributing to the event. The access accutni+3 reagent was not returned for evaluation. The cause of the event cannot be determined with the supplied information. All mdrs associated with this report: 2122870-2015-00226, 2122870-2015-00227, 2122870-2015-00228, 2122870-2015-00229. (B)(4).